Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result with one patient sample using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample initially generated influenza a negative, influenza b negative, and sars-cov-2 positive results. The same sample was repeated with a competitor platform (cepheid) and was negative. A new sample was collected and tested with the same cobas liat and generated negative results for all targets. The positive result was reported. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
There is no systemic product problem identified with the reagent or hardware. Although a root cause cannot be identified, the data showed true amplification for the positive result. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. The discrepancy may also be related to variability from sample to sample.